Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that they feel a sharp shock below their implant when they bend a certain way. Pt said this started a month and a half ago. Pt said this happens while charging their implant and while not charging their implant. Pt said when this happens it is for a second and then goes away. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient on 8/01/22. The cause was unable to be determined. There were no loose leads. The pt reported that their mdt rep said the unit had migrated slightly above their waist as it was originally slightly below the waist. A new shocking device was sent and that corrected extreme long charging time. The implant stimulator still gets warm to hot when charging in a certain position. They have decided to just bear with the problem at the current time. No further steps are planned and the issue is still unresolved.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The reason for call, was the patient reported originally having some issues, but received a replacement rtm, which resolved that problem. Pt then described experiencing for several months now, (maybe at least two months or a little longer) their implanted neurostimulator (ins), "is sending out a sort of shock". Pt said, this occurs a few times a day and is usually related to the position they get up from or move (usually when they are bending over) causing the ins to get really warm (almost hot). Stays warm for about 5 seconds. Pt said, they spoke to their mdt rep ((B)(6)), who checked the system, stating the leads were ok. Pt confirmed, the ins does not get warm when recharging with the recharger antenna (rtm). The pt was unfamiliar with adaptive stim and if it was enabled. Pss redirected patient to reach back out to their mdt rep to address the issue. And explain that it normally occurs, when changing positions. And advised, that if rep is unable to resolve problem to meet with their hcp. Pt said, they have not seen (B)(6) for a while, but they are going to reach out to try to set an appointment to meet. Pss documenting information given, during call. Pss tried to call pt back to get date they spoke with rep, but went to voicemail **2 call recordings.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank, because the information is currently, unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.